Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was not in use on patient.